Event description:
It was reported to boston scientific corporation in 2007 that a maxforce tts high performance balloon dilatation catheter was used during a esophagogastroduodenoscopy (egd) with dilatation procedure performed the same day (female patient, age and weight are unknown). According to the complainant, "during the procedure, the balloon popped." The procedure was not completed due to this event.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.a review of the device history record for the pertinent lot was performed; no anomalies were noted. Product unavailable for analysis.